Event description:
Pain and discomfort. Limited room of motion. Revision to resolve pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.